Event description:
The report received from the study indicated that during the three consecutive days, post stent implantation, the patient experienced enzymatic increase indicative of myocardial injury. During the index procedure, the patient underwent percutaneous coronary intervention (pci) in two vessels. The target vessels were the mid left anterior descending (lad) and the second obtuse marginal (om). The 1st target lesion in the mid-lad was described as type b2 with 70% stenosis pre-dilation was conducted to 8 atmospheres (atm) then the 3.0x18mm bx sonic stent was implanted at 12 atm, no post-dilation was done. There were no complications; timi iii flow was maintained and residual stenosis was 7.91%. The 2nd target lesion in the 2nd om was described as type b2 with 70% stenosis. Pre-dilatation was also conducted to 6 atm, then the 2.75x18 mm bx sonic stent was implanted at; deployment pressure was conducted to 10 atm. No post-dilation was done. There were no complications; timi iii flow was maintained and residual stenosis was 8.17%. After the index procedure, for two consecutive days, the patient presented elevated enzymes the patient remained hospitalized but the event was resolved on the third day.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing numbers 9616099-2007-01572 and 9616099-2007-01571.